Event description:
The customer reported bellavista1000 giving 388 no o2 dosing possible while on a patient. Furthermore, patient was removed from the vent but no harm associated with the event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and replaced the insp block. All calibrations were performed and verification was ran. All tests passed the required criteria and the unit meets factory specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: results of investigation: the suspect device was returned to vyaire medical for evaluation. The reported complaint was duplicated in the fa lab. This type of failure is a known issue addressed with CAPA: 000000953 . The root cause was determined due to failed o2 pressure regulator. O2 pressure regulator output pressure overshoot at low flow rates (<1 lpm) at o2 supply pressure between 3.2 and 4 bar. This is a known manufacturing quality issues (restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing / non-linear coil windings / use of too much grease) of the imi pressure regulators. Initiated exchange of the inspiration block.